Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the correction factor setting on the pump was changed by a tandem technical support (cts) agent. Troubleshooting with cts was performed and customer verified that the correction factor was incorrect, however, cts reviewed pump data and confirmed there had been no changes made to the correction factor by a cts agent. Cts recommended the customer discuss pump settings with a health care professional. Customer's blood glucose level was 306 mg/dl. The customer declined further troubleshooting with tandem technical support, therefore no additional information could be obtained.